Event description:
The report we received from our affiliate indicated that the pt had two cypher stents implanted at a de novo, calcified, 40mm lesion at the right coronary artery (rca). The two cypher stents were not overlapping. The month after the procedure, the pt experienced chest pressure, but did not show any other symptom thereafter. Forty eight days after the index procedure, the pt was admitted for treatment of the left coronary artery. Coronary angiography was conducted and a thrombus was observed in both cypher stents previously implanted. The treatment of the thrombus was left for a different day and only the left coronary artery was treated. Eight days later, the thrombus was treated with aspiration and balloon angioplasty. Then, a 3.0x13mm cypher stent was implanted to cover the gap (to overlap) between the two previously implanted cypher stents. The physician indicated that cause of the thrombotic event was due to the gap between the cypher stents and that the pt's diabetes increased the risk factors.

Manufacturer narrative:
Regarding the index procedure, the target lesion covered the rca from its proximal to its distal end. The lesion was eccentric and type c (aha/acc classification). The vessel diameter was 3.0-3.5mm. The procedure was elective. The vessel was not pre-dilated. The first cypher was a 3.0x18mm, implanted at 16atm for 60 seconds. The second cypher was 3.0x23mm, implanted at 16atm for 60 seconds proximal to the 1st cypher. The physician tried to overlap the two cypher stents, but after the implant there was a gap between the two stents. The stents were not post-dilated. Ivus was conducted. The residual stenosis was 25%. Add'l info will be submitted within 30 days upon receipt. This is one of two products implanted in the same pt and reported under mfg report number 9616099-2006-00954.